Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-apr-2024, it was reported that on (B)(6) 2024, patient faced infusion flow block alarm . The blockage was at the site. The insertion site was at hip. Additionally, location site was regularly rotated. The customer replaced infusion set and resumed insulin successfully. No further information available.